Event description:
It was reported that when removing the extended tabs from an everest polyaxial screw, a portion of one extended tab remained attached to the implanted screw and was unable to be removed from the patient. The procedure was completed successfully with a 10-15 minute surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
Corrected data: g1 h6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that when removing the extended tabs from an everest polyaxial screw, a portion of one extended tab remained attached to the implanted screw and was unable to be removed from the patient. The procedure was completed successfully with a 10-15 minute surgical delay and no adverse consequences to the patient.